Manufacturer narrative:
H3: product analysis: evaluation determined that the removal difficulty is confirmed. The likely cause of the failure is detached bearings. It was also noted that the drive shafts are worn. The color ring and he laser markings are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that handpiece was defective. At the time of report no impact to the patient.